Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va08xpt, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was not emptying her bladder completely and increased stimulation last night. The patient was feeling ok up until a week or two ago. The patient had a loss of therapeutic effect. The patient currently on program 2 at 2.7 volts and verified that the implantable neurostimulator (ins) was on. It was also stated that sometimes the patient felt stimulation in the hip instead of the vagina. It was noted that the patient had interstitial cystitis. It was later reported that the increase in stimulation did not help, so the patient increased stimulation to 3.0 volts. After the increase, the patient did not feel much stimulation. The patient had a doctor's appointment scheduled for monday. It was later reported that the patient wanted to turn stimulation down because it was uncomfortable. The patient was not comfortable using the patient programmer yet. It was also stated that stimulation hurt when she bent down, for the past week. It was mentioned that an adjustment was made during the doctor's appointment on monday. The patient decreased from 3.6 to 3.4 volts on program 2. The patient was indicated for urinary dysfunction/sacral nerve stimulation.